Manufacturer narrative:
MDR 3003442380-2024-04826 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set was fell off during use event. The blood glucose level was 250-300 mg/dl at the time of event. The infusion set was in use for less than one to two days. Patient replaced infusion set and resumed insulin successfully. No further information available.